Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni-ultra) result that did not repeat with additional testing. The customer repeats all samples with results greater than 0.2 ng/ml. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.

Manufacturer narrative:
The cause for the initially elevated advia centaur cp tni-ultra result is unknown. Siemens service went on site and performed a total service call. Probes were calibrated and the luminometer was cleaned. Fluidics were verified. Qc is within range and testing of replicates of multi-diluent 11 were good. The customer states that samples are appropriately spun on their stat spin. The plasma was clear. The customer uses the appropriate rack for the sample tube type which is a nested cup. Pre-analytical errors cannot be ruled out. The system is operational. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni result in aiding the diagnosis of mi."